Manufacturer narrative:
(B)(4). Concomitant medical products - shell porous with cluster holes 54 mm/ pn 00620205422/ ln 60504591, unknown head, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02397, 0001822565-2017-02399.

Event description:
It was reported patient underwent a right hip revision approximately 9 years post implantation due to failed total hip arthroplasty and adverse tissue reaction. During the revision, that the hip area contained a significant amount of yellow fluid which was consistent with metallosis and tissue reaction. The iliopsoas tendon was completely destroyed. Metallosis inside the femoral head was noted. There was osteolysis of the acetabulum and the poly liner was identified as having a yellow discoloration.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02397-1, 0001822565-2017-02399-1, 0001822565-2017-05606. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.